Event description:
On (B)(6)2012, the lay user/patient's daughter contacted lifescan (lfs) (B)(4) requesting a onetouch verioiq meter. At the time of the call, the reporter mentioned that the patient's previous meter had read inaccurately compared to another device. The patient's daughter did not know if the patient was previously using a onetouch brand meter or a meter from a different company. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for additional information. The patient's daughter did not recall when the alleged meter inaccuracy issue started. It is not known if the subject meter was reading inaccurately high or inaccurately low compared to another device. The reporter mentioned that the patient manages her diabetes with a set dose of insulin (type unknown). It is not known if the patient adjusted her insulin dose in response to an alleged inaccurate reading obtained with the subject meter. The reporter stated that sometime after the alleged meter inaccuracy started, the patient developed "low blood glucose" symptoms and was treated in the ER by an hcp. The patient's daughter was unable to confirm date of treatment or the treatment received by the hcp. At the time of troubleshooting, the csr noted that the patient no longer had the subject meter or test strips. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated for hypoglycemia by an hcp after obtaining an alleged inaccurate reading with the subject meter.